Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar autoa-flex device. The patient has alleged visualization of particles. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Error code was present. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer reported incorrect information in the previous report. The following correction has been updated in this report: in previous report missed to capture some information in b5 verbiage and coding's are incorrectly captured and it was corrected in this report. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device. The patient has alleged visualization of particles. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During evaluation secondary findings were observed. The device's downloaded logs were reviewed by the manufacturer. There was 7 error codes found. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In box h: evaluation results code, component code and conclusion code grid has been updated.